Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right side caster keeps staying off of the ground.

Manufacturer narrative:
The device was returned and the evaluators found that the pins on the cylinders were stuck and both cylinders were leaking.

Event description:
Right side caster keeps staying off of the ground.